Event description:
Customer reported receiving repeated no delivery alarms during a bolus. Customer stated that they replaced the batteries and received a failed battery test alarm. Customer was unable to troubleshoot at the time of the call. Customer's blood glucose reading at the time of the call was 237 mg/dl. No further information reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.